Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Threshold measurements have remained stable and no noise was observed in bipolar configuration during pocket manipulations. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.